Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure, a shaft break occurred. The target lesion was located in an unspecified coronary artery. An unspecified stent was deployed in the lesion. The 20mm x 4.0mm quantum maverick balloon catheter was advanced for post dilation of the stent. At an unspecified time during the procedure the balloon snapped whilst in the guide on the wire. The device was able to be removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `good'.

Event description:
The target lesion was located in an unspecified coronary artery. An unspecified stent was deployed in the lesion. The 20mm x 4.0mm quantum maverick balloon catheter was advanced for post dilation of the stent. At an unspecified time during the procedure the 'balloon snapped whilst in the guide on the wire'. The device was able to be removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: the returned product was received in two pieces. The proximal segment measured approximately 78.5cm from the distal end of the strain relief to the hypotube fracture site. The distal segment measured approximately 65cm from the hypotube fracture site to the distal end of the tip. The appearance of the hypotube fracture surfaces are consistent with the device having been kinked prior to the break. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).